Event description:
While being transferred from bed to chair via lift, strap broke, causing pt to fall. No apparent injury to pt. Report date to mfg was on 12/30/96, as of this writing no response from facility for more info. Unsure if device is in fact co's product.